Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 80-years-old patient with a 7300tfx27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and seven (7) months due to severe stenosis and regurgitation. A 26mm edwards transcatheter valve was implanted within the edwards surgical device.

Manufacturer narrative:
H10: manufacturer additional narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, progression of patient valvular disease combined with other patient factors likely caused or contributed.

Manufacturer narrative:
Updated: b5, g3, h6 (device code: additional code). Corrected: h6 (clinical code).

Event description:
Edwards received notification that a 80 years old patient with a 7300tfx27mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and seven (7) months due to calcification leading to severe stenosis and regurgitation. The patient presented with shortness of breath. A 26mm edwards transcatheter valve was successfully implanted within the surgical edwards valve. As reported, patient was noted as to be discharged home.